Event description:
It was reported that there have been atrial flutter induced events post ventricular rate stabilization (vrs) and non-competitive atrial pacing (ncap) which are self-terminated after approximately one minute. Technical services (ts) reviewed the events and stated current device operation may not be resulting in the induced events. Ts advised reprogramming the implantable cardioverter defibrillator (ICD) and stated the suggested settings will either prevent recurrence of arrhythmia induction or provide clinical examples that are not related to either vrs or ncap operation. It was unknown if the device was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).